Event description:
It was reported by the rep that the one er320 was used during a "lar" procedure. It was reported that the surgeon was using the device to ligate a vessel. The surgeon fired the device across a vessel and the clip scissored. The surgeon opened a new er320, placed the clips on the vessel, and completed the case. There was no pt injury reported.